Event description:
A peritoneal dialysis pt reported that dialysis solution leaked out of the tubing set. Pt stated that there was fluid leaking at the end of her treatment when she removed the tubing set. Pt was able to complete her treatment via manuals and her effluent remained clear. Sample is not available for return; sample was discarded. The date of the event is unk but was approx 2 weeks prior to contacting the manufacturer.

Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.